Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3550-29, lot# n145878, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the implantable neurostimulator was not holding a charge and was shutting itself off. It was noted that the patient had put on about 30 pounds and the recharger was only coupling at 3 to 4 bars max.